Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 25 sep 2018 arjo has become aware of the event involving maxi twin passive floor lift and the clip sling. It was reported that during the resident transfer (female, (B)(6) years old, weight: 55 kg), the clip detached from the lift's spreader bar causing the resident fall. It took place in the middle of the resident transfer- when the resident was moved from the wheelchair to the bed. The resident sustained the bruises on the left shoulder and head trauma. The resident observation was taken for the short period and was sent to the emergency room for the further evaluation and medication. The system involved in the event consisting of the lift and the clip sling was evaluated by the arjo technician after the event. The devices were in good condition, no failure of the lift nor the sling was noticed. Testing of these units revealed that they met the manufacturer's specification. The device was under arjo service and maintenance contract. The last service was performed on 23 nov 2017. Following all gathered information, the most probable root cause can be related to the way of device operation. The instruction for use (IFU 04.sc.00-int1_2) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: "make sure that: all clips are securely attached"; "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process". It can be concluded that this clip was incorrectly attached to the spreader bar during the preparation of the patient for the transfer. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go down as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. The procedure how to properly attach the clips is also described in the instruction for use dedicated to the maxi twin passive floor lift (04.kt.00_15gb): "place the clip on the spreader bar lug. Pull the strap down. Make sure all lugs are locked at the end of the clips and no straps are squeezed in between the clip and the spreader bar." To sum up, the main factor, which could contribute to the event was not following the instructions for use. The improperly attached sling clip to the spreader bar could be detached during the resident's transfer. Based on the product knowledge and a simulation performed, when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. The re-training was performed for the facility staff after the event. The purpose of this training is to remind about the proper operation of the arjo devices, with special attention to the correct applying of the clip sling. The review of similar reportable events for the maxi twin passive floor lift and similar devices revealed a number of cases related to this type of event: clip sling detachment during transfer were found. In summary, the maxi twin passive floor lift and the clip sling were used to transferring the resident and played a role in the reported event. The evaluation of the involved devices revealed that they were in overall good conditions. Not following instruction for use by the caregiver contributed to the reported event. This complaint was decided to be reported to competent authorities because the resident sustained serious injury.

Event description:
On (B)(6) 2018 arjo has become aware of the event involving maxi twin passive floor lift and the clip sling. It was reported that during the resident transfer (female, (B)(6) years old, weight: (B)(6) kg), the clip detached from the lift's spreader bar causing the resident fall. It took place in the middle of the resident transfer- when the resident was moved from the wheelchair to the bed. The resident sustained the bruises on the left shoulder and head trauma. The resident observation was taken for the short period and was sent to the emergency room for the further evaluation and medication.